Event description:
Baxter reports that a minicap dropped off form the transfer set. The actual date of the event is unk. This event refers to the first of three incidents reported by the customer. There was no pt injury or medical intervention indicated by the international affiliate.